Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported dyspnea and edema are cascading effects of the reported recurrent tr. The reported patient effects of edema, tricuspid regurgitation, and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: evoque transcatheter tricuspid valve replacement for double triclip single-leaflet device attachment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "evoque transcatheter tricuspid valve replacement for double triclip single-leaflet device attachment" was reviewed. The article presented a retrospectiv single center study, to evaluate 76-year-old woman presented with nyha functional class iii dyspnea and edema 1 month after transcatheter tricuspid edge to-edge repair (t-teer). She had been treated with 2 triclips (abbott) placed between the anterior and septal leaflets with an initial reduction in tricuspid- regurgitation from torrential to moderate. Devices mentioned include triclip and a non-abbott device. The article concluded that the patient underwent an additional procedure with a non-abbott device. [The primary author and corresponding author was neil fam at (B)(6) with corresponding email (B)(6) as this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. (B)(4 unk triclip peri- and post-procedure complications included dyspnea, edema, recurrent mr, single leaflet device attachment (slda), prolonged hospitalization, additional procedure.